Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly investigated the ventilator, which passed pre-use check and all routine tests. No parts were replaced. Evaluation of the received internal log showed log posts for a normal standby on the reported event date (B)(6) 2021; standby button activated, standby dialog confirmed and standby. A disconnection (alarms for patient circuit disconnected, respiratory rate high and expiratory minute volume low), which most probable indicate an intended action by the operator, precedes the standby mode. This has however not been confirmed by the user. The ventilator was then left in the standby mode for six minutes until ventilation was restarted. There is a ¿tap and hold¿ function before entering standby mode and this eliminates any unintentional pressing of the button on the screen. First the user tap standby in the quick menu, thereafter tap and hold stop ventilation for approximately 5 seconds to stop ventilation. Then the posts for a normal standby; standby button activated, standby dialog confirmed and standby are logged in the event log. Per design, the time when the ventilator enters standby (i.e., the last log post) is set for all three log posts. This is an indication that the setting of the ventilator to standby mode was intentional. When the ventilator is set to standby, the indication ¿standby, patient not ventilated¿ is clearly visible on the screen and no waveforms or measured values are presented. Last successful pre-use check was performed on (B)(6) 2021. The technical log does not contain any technical error codes to indicate a ventilator malfunction. There is no indication of a ventilator malfunction at the time of the standby mode. Our conclusion is that the ventilator did not set itself to standby mode. H3 other text: 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator went into standby mode by itself. The patient started to go in ventricular tachycardia (140 bpm) in less than 5 minutes then bradycardic (35 bpm) and desaturating (40%). No pulse or heartbeat noted. CPR started and the patient was bagged. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).